Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refs4725 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "the needle safety didn¿t work causing potential for needle stick." No other information was provided.